Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor metal was shorter than normal. The customer¿s blood glucose level was 7 mmol/l. The customer did not noted that the needle was hard to remove at the moment of inserting sensor. Customer did not taken medical treatment. Customer was advised to insert new sensor. The sensor will not be returned for analysis.